Event description:
It was reported that during an implant procedure, they were unable to implant the left ventricular lead. The reason the lead was unable to fixate in the desired location was reported as, ¿failure of transseptal, unable to cross dilator¿. The patient is enrolled in (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).